Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose level was 470 mg/dl. Customer stated that the insulin pump was off during sleeping hours due to battery depleted. Customer stated that they received the low battery alert but they forgot to replace the battery. Customer stated that they wake up with high blood glucose and they corrected it with correction bolus. Customer was assisted with connecting blood glucose meter and transmitter to insulin pump. The device will not be returned for analysis.